Event description:
It was reported that the rv lead had malfunctioned. The lead was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed. It was reported that the rv lead had malfunctioned. The lead was explanted and replaced. There were no reported patient complications as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Malfunction.